Manufacturer narrative:
On april 4th, 2018 dario meter was investigated. The returned device was tested with control solution and device was found to function according to specifications. It was determined that failure mode was not confirmed as the meter read the sample.

Event description:
On (B)(6) 2018 the user contacted dario to report that the meter did not read the blood glucose sample. Ambulance was called. Per user, emt gave him a triple dose of glucose.